Event description:
(B)(4). Itchy all over, constant pelvic pain, painful during intercourse, migraines, hot flashes, weight gain, passing large clots, constant bleeding, bumps on skin, lack of sex drive, nausea, hair loss, tooth breaking.